Manufacturer narrative:
Results: (B)(4) incident lot samples were evaluated in which the complaint was confirmed with regards to "poor serum sample". A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5175905. Conclusion: bd has initiated a CAPA # (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® glass serum tube had 12 tubes where no clot formed. The tubes sat for 60 minutes and then spun and there was no separation of cells from serum. The blood appeared to be clotted. There was no report of serious injury or medical intervention.